Event description:
A customer reported to beckman coulter, inc. (Bec) that access 2 immunoassay system generated erroneously elevated free triiodothyronine (access ft3) results above the normal reference range for multiple patients. The results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information was not supplied. Qc was within the established range prior to the event, but was failing immediately after the event. System check data was not supplied. The free t3 reagent pack was found frozen while on board the instrument. Service was on site on (B)(4) 2011. The field service engineer (fse) determined that the reagent carousel thermistor had become damaged and was not regulating the reagent carousel temperature correctly. The fse replaced the damaged thermistor and verified that the reagent carousel temperatures were reading correctly. Damaged thermistor was the root cause for this event.